Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of non-fasting result of 233 mg/dl. The customer's expected non-fasting blood glucose test result range is 111 - 198 mg/dl. Customer stated he only tests after eating. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored on the kitchen table. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is 01/29/2017. The meter memory was reviewed for previous test result (B)(6). Customer called with concerns of high results. Result of concern is 233mg/dl non fasting. Customer only tests after eating.